Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 15 mmol/l (270 mg/dl) while wearing the pod for an unknown duration. The pod reportedly tore away from the adhesive backing, causing the cannula to dislodge from the infusion site (abdomen) and insulin to leak during wear. As treatment, a new pod was applied.